Manufacturer narrative:
The service engineer reported that the issue was not duplicated during the evaluation. The "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log; as a result, the central processing unit (cpu) board was replaced as recurrence preventive measures.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a backup alarm failed error code. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No medical intervention or delay in therapy were reported. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: the suspected central processing unit (cpu) was returned to philips for evaluation. The technician documented the following conclusion/root cause, "tech verified that the alarm error code ec1104 shows multiple times in the log. No associated occurrence or error code ec1104 could be duplicated at the product investigation lab during the boot up of the central processing unit (cpu) board or standard test bed (stb) operation using the cpu board. With the unit in a no power/hardware power fail state the product investigation lab (pil) tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu board passed all engineering testing and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 397k ohms, verifying that ls1 was not shorted or open. Tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the bk precision 1696 dc regulated power supply tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. The customer complaint has resulted in no problem found." H11: d4 - product UDI #.